Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information that there were tiny air bubbles in the luer lock. There was no reported impact to the customer's blood glucose level.